Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, requesting assistance with an unable to update timing alarm. User attempted to aspirate the catheter without success. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.